Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump received replace battery alarm. The customer did receive a low battery alert prior to the replace battery alert. Customer stated the battery cap was not loose, cracked or damaged. This was the second occurrence of replace battery alert or replace battery. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Event description:
The insulin pump was returned for analysis.

Manufacturer narrative:
Retainer ring = black. Case type = ngp. Customer returned insulin pump for an alleged unexpected battery power loss or replace battery alert/replace battery now alarm found on august 26, 2022. The insulin pump passed the self test, displacement test, active current measurement and sleep current measurement. The insulin pump was monitored for several hours and no unexpected battery power loss or replace battery alert/replace battery now alarm noted. Successfully downloaded history files and traces using thus. Power management graph was successfully generated. The insulin pump trace download analysis confirmed the insulin pump alarmed insulin pump error , unexpected battery power loss or replace battery alert/replace battery now alarm, failed batt/battery failed alarm and power loss alarm. Insert battery alarm was recorded and found in the formatted history file on: august 04, 2022 06:05:44.000 august 25, 2022 01:07:44.000, august 25, 2022. 20:18:18.000 august 26, 2022 03:00:51.000, august 26, 2022 09:49:43.000, august 26, 202209:59:00.000 replace battery alert was recorded and found in the formatted history file on: august 04, 2022. 06:00:00.000 august 04, 2022. 01:00:00.000, august 25, 2022. 20:00:00.000 august 26, 2022 01:00:00.000 failed batt/battery failed alarm was recorded and found in the formatted history file on: august 25, 2022.20:18:47.000 replace battery now alarm was recorded and found in the formatted history file on: august 26, 2022. 01:31:00.000 august 26, 2022. 01:41:00.000 power loss alarm was recorded and found in the formatted history file on: august 26, 2022. 01:43:41.000, august 26, 2022. 10:00:23.000 august 26, 2022. 10:00:34.000 and insulin pump error was recorded and found in the formatted history file on: august 26, 2022. 05:00:00.000, august 26, 2022. 09:00:00.000 august 26, 2022. 09:10:00.000 the power management tool confirmed insulin pump error alarm, unexpected battery power loss or replace battery alert/replace battery now alarm, failed batt/battery failed alarm and power loss alarm were triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5volt for 4 consecutive hours due to connector resistance j6. After disconnecting and reconnecting the internal battery connector on j6, the insulin pump was monitored and functioned properly. Insulin pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electrical board force sensor, motor and vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a stained keypad overlay, a pillowing keypad overlay, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. Insulin pump error , unexpected battery power loss or replace battery alert/replace battery now alarm, failed batt/battery failed alarm and power loss alarm were confirmed. Insulin pump error unexpected battery power loss or replace battery alert/replace battery now alarm, failed batt/battery failed alarm and power loss alarm, due to connector resistance issue on j6. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.